Event description:
It was reported that the clinic reported poor performance and test results. An eabr was attempted, but could not elicited as testing revealed that all electrode channels now have high impedance. Re-implantation surgery is scheduled for 2006.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.